Event description:
It was reported that the customer experienced a low blood glucose (bg) level displayed as "low"; however, no specific value was provided. Cause of bg was unknown. Customer consumed carbohydrates to address bg.